Manufacturer narrative:
An examination is not possible. The product was replaced in relation to an infection and not as a result of a malfunction. The device will not be sent in for examination. An infection is a known inherent risk of the kind of therapy.

Event description:
It was reporteted that a shuntassistant was implanted on (B)(6) 2024 together with a progav and a xabo catheter (#fy040a). The revision was performed due to an infection and not because of a malfunction. No patient/product data available. The device will not be sent in for examination. *same incident as medwatch#3004721439-2024-00255.